Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that he was getting the no delivery alarms during priming. Customer stated that he has also built up scar tissue and the insulin delivery is inconsistent because his absorption has been affected. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will be sent replacements and samples as a one time courtesy. No further assistance needed.